Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A material technician reported that an a1059 mayfield skull clamp had slipped. Additional information has been requested but no other clinical information has been provided.

Manufacturer narrative:
The device was returned for evaluation and there were no issues observed. The returned unit passed all specific functional testing requirements. When properly positioned and put under pressure, unit did not slip. The device history record was reviewed and no issues were found. The product was unserialized at that time. The complaint is not confirmed. The root cause analysis at this time is undetermined.